Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient claimed that cgm values were both higher and lower than blood glucose value and reported the following discrepancy: cgm reading at 138 mg/dl and blood glucose meter 78 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. The device is not indicated for use in pediatric patients.